Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2208500. Model: sc-2208-50. Serial: (B)(6). Batch: 182580/182543. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2208700. Model: sc-2208-70. Serial: (B)(6). Batch: a34923/a33039. UDI: (B)(4). Block d4: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. Spinal cord stimulation (scs) leads also found to have high impedances. The patient underwent an ipg and lead replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively. The explanted device components were discarded by the facility.

Manufacturer narrative:
Correction to supplemental (1) MDR in blocks: b5 and h6. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2208500 model: sc-2208-50 serial: (B)(6). Batch: 182580/182543 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2208700 model: sc-2208-70 serial: (B)(6). Batch: a34923/a33039 UDI: (B)(4). Block d4: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the spinal cord stimulation (scs) patient received an end of life (eol) message for the implantable pulse generator (ipg) approximately two years ago. Subsequently, the ipg could no longer be charged, resulting in a loss of stimulation and return of symptoms. The patient then underwent an ipg revision procedure during which the ipg was explanted and replaced. During this procedure, the leads were noted to have high impedances and were therefore also explanted and replaced. The patient was reported to be doing well postoperatively. The explanted devices were discarded and will not be returned for analysis.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. Spinal cord stimulation (scs) leads also found to have high impedances. The patient underwent an ipg and lead replacement procedure. No further information has been obtained.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2208500, model: sc-2208-50, serial: (B)(6), batch: 182580/182543. Product family: scs-linear leads upn: m365sc2208700, model: sc-2208-70, serial: (B)(6), batch: a34923/a33039.